Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot, part: 03.010.475, lot: 8264754, manufacturing site: bettlach, release to warehouse date: 04. Apr. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during insertion of a tibial nail during a suprapatellar tibial nail procedure, while striking the driving cap the threaded portion of the cap sheared off inside the insertion handle. The tibial nail was fully inserted at this point. No fragments were generated from the broken device. Broken device was easily removed without additional intervention needed. Broken device was completely removed. There was no surgical delay. Procedure was successfully completed. Patient outcome was positive. Concomitant devices reported: insertion handle (part #: 03.010.440, lot #: unknown, quantity #: 1), unknown nail (part #: unknown, lot #: unknown, quantity #: 1), unknown impaction instrument (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: driving cap was received at us cq. Upon visual inspection at cq, it is observed that the threaded tip of the device was broken. The broken tip was received at cq. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is confirmed. Dimensional inspection was performed at cq. All the dimensions were within specifications as per the drawing. Document/ specification review: the following relevant drawings were reviewed during investigation: -connector f/ insertion handle f/ pfna: se_369219 rev. B and rev. C no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The threaded tip of the device was found to be broken. Thus, the complaint is confirmed. While a definitive root cause could not be determined, it is possible that off axis strike on the device might have contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during insertion of a tibial nail during a supra-patellar tibial nail procedure, while striking the driving cap the threaded portion of the cap sheared off inside the insertion handle. The tibial nail was fully inserted at this point. No fragments were generated from the broken device. The broken device was easily and completely removed without additional intervention needed. There was no surgical delay and the procedure was successfully completed. The patient outcome was positive. Concomitant devices reported: insertion handle (part #: 03.010.440, lot #: unknown, quantity 1). Unknown nail (part #: unknown, lot #: unknown, quantity 1). Unknown impaction instrument (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).